Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the connection and or wiring was loose and caused the lost of image during the procedure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope lost the image during the procedure. The issue occurred during a diagnostic bronchoscopy procedure. The procedure was completed with an olympus device. There were no reports of patient harm.